Manufacturer narrative:
Investigation summary: the event represented is not addressed in the device labeling. A malfunction did occur. This reportable MDR event was investigatedas part of an ongoing study of the axsym system by abbott into the causative reason for malfunctions. Results of the investigation yielded a number of sytem enhancements implemented on customer units. Improvements included axsym system software version 3.0 with enhanced algorithm for fluid detection, new buffer tubing and seal fittings, which reduced bubbles forming in tubing lines, modifications to the liquid level sense board to decrease sensitivity of the instrument to electrostatic discharge, and packaging modifications for added protection to probes. In addition, abbott has emphasized to our customers that correct operating procedures must be followed to ensure optimal performance of the axsym system. Areas that were emphasized included probe crash recovery procedure, recommended tube size and types, opening reagent bottle 4, proper loading/unloading of reagent packs, and ensuring proper sample and reagent handling. This is the final report.

Event description:
On or around 3/5/97, the account received an erratic result for ck-mb while operating the analyzer. A result of 15.3 ng/ml was reported and later questioned by the account because the pt's total cpk was 49. The pt sample was run on another system which gave a ck-mb result of 5.5 ng/ml and than retested on the analyzer, which gave result of 4.7 ng/ml. An ammended report was sent out within one hr of the original report. No report of medical intervention based on the first reported result. No report of injury.